Event description:
Device malfunction: difficult to remove and exchange sheath hub/clip delivery tube separation. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of a scarred common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The technician attempted to remove the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. As the technician pulled back the thumb advancer, resistance was felt; however, the technician continued with force to pull the thumb advancer back resulting in the exchange sheath hub/clip delivery tube separating. The physician used an assertive pull and removed the exchange sheath and hub from the pt anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.